Manufacturer narrative:
It was reported that the pruitt f3 carotid shunt leaked during use. The product was not returned for evaluation. Therefore, the root cause could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.

Event description:
It was reported that the pruitt f3 carotid shunt was leaking during use. No injury was reported.